Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer received with bolus wizard anomaly. The customer¿s blood glucose was 187 mg/dl at the time of the incident. Customer stated that, the blood glucose is 187 mg/dl and the target is 125 mg/dl difference is 62 mg/dl insulin sensitivity is 1 to 39 bolus wizard is suggesting 0.45. Troubleshooting steps were assisted for bolus wizard. Customer declined troubleshooting of the high blood glucose and was treated with manual injection. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.